Event description:
It was reported that the home patient (hp) had a system error 2240 (air in line/set) on the homechoice (hc) machine during drain three of three of peritoneal dialysis (pd) therapy, while the hp was connected. The hp had disconnected during drain without pressing stop, the alarm occurred, and the hp then reconnected. The hp cycled the power on the hc to clear the alarm. The technical service representative (tsr) explained the alarm, reviewed the proper procedure with the hp, and assisted the hp in retrieving cassette. It is unknown how the hp planned to complete therapy. There was no patient injury or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, improperly disconnecting from the setup is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies and for returning to therapy after the emergency disconnect procedure. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.